Event description:
During a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The severely calcified 90% stenotic lesion was located in the circumflex artery (cx). After rotablation, the physician attempted to reach the lesion with a taxus express2 2.5 x 20 mm drug eluting stent. However, the taxus stent was unable to pass through a deployed stent. The physician then attempted to retract the stent delivery system (sds) and the undeployed stent caught on to the distal end of the deployed stent. The taxus stent was deployment proximal to the initial stent. No injury or patient complication was reported. Patient status is reported to be "satisfactory/good".